Event description:
It was reported that the versajet handpiece could not go through the machine slot, it was tried on both machines and did not fit either. There was no patient impact. A delay of less than 30 minutes was reported.